Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The results of the investigation did confirmed the reported blood marking could not be achieved from the marker lumen. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the cause for reported event could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath, after a carotid interventional procedure. Reportedly, the device was inserted; however, blood marking could not be achieved from the marker lumen. A second proglide device was inserted and marking was achieved; however, the patient experienced diminished pulses. The device was removed and a 6fr sheath was inserted, but bleeding continued around the sheath. A 7fr and then an 8fr sheath were used and bleeding continued around the sheath. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.